Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent, staff were cleaning the plasmablade device and the wire broke on the device tip. Nothing reported to detach from the device and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.